Event description:
A nurse reported that the equipment displayed an error message and froze before a procedure. The patient had been prepped with local peribulbar anesthesia. The physician chose to proceed with surgery using a 'manual technique." There was no delay or harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the low pressure air source (lpas) module. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).